Event description:
During a urethral bulking implant, the urethral tissues opened up and allowed the material to enter the bladder. The doctor broke up the material that was in the bladder. The bladder was drained myltiple times and the majority of the material was removed. Approx 5 months later, the pt was re-examined via cytoscopy due to bladder pain recurrent urinary tract infection and incontinence symptoms. It was noted that bladder stones had formed around the bulking material that was left in the bladder during the initial implant. The material was removed via cytoscopy and the pt was treated with antibiotics. The pt's urinary tract infection and bladder pain have resolved. No further complications have been reported.